Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
The user facility reported the machine filled the saline bag during recirculation. The technician did not know what run of the day it was or if there were any alarms. He did not know how long the machine was in recirculation. The technician confirmed the drain line length and building drain height were both within specification. There were no obstructions to the drain. At the time, he reported that he had not tried to duplicate the problem.

Manufacturer narrative:
Device review: the user facility did not request on-site investigation and no parts were returned for failure analysis investigation. During follow up with the customer, it was indicated that the dialysate pressure was calibrated. The machine was verified to function properly and the problem was not reproduced. A device history record review was performed and the device was found to have been manufactured per specifications.